Manufacturer narrative:
Field change: b5, a1, a2.

Event description:
On (B)(6) 2002 the patient underwent placement of a greenfield vena cava filter. On (B)(6) 2018 a computed tomography (CT) scan revealed the filter was tilted 8 degrees and also four of the filter struts were perforating beyond the posterior lumen of the inferior vena cava. The anterior-most strut approximated the third portion of the duodenum. It was further reported that the most posterior limb abuts the posterior limen of the ivc. Similar findings were found with the limbs at approximately 7:30, 9:00 and 12:00 (12:00 anterior). Craniocaudally, it is appropriately positioned with the apex just caudal to the renal vein. No definite perforation (no clear fat plane between the ivc wall and distal end of the filter component). The anteriormost limb approximates the third portion of the duodenum. No evidence of filter strut fracture or bending. No stenosis of the ivc on non contrast CT scan.

Event description:
On (B)(6) 2002 the patient underwent placement of a greenfield vena cava filter. On (B)(6) 2018 a computed tomography (CT) scan revealed the filter was tilted 8 degrees and also four of the filter struts were perforating beyond the posterior lumen of the inferior vena cava. The anterior-most strut approximated the third portion of the duodenum.